Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device went from two years to eight months in a span of five months. Boston scientific technical services (ts) was not aware of the rate of the device depletion without the data. This device remains in service. No adverse patient effects were reported.